Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant air in line alarms, which were not reproduced but confirmed through a review of the device event history log. Evaluation found a wide inscribed pin dimension which is known to cause false air in line alarms. The failed upstream sensor was replaced.